Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 9347639, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that the extension tube and the catheter base were leaking. Based off the provided video the engineer was able to verify the reported defect. It was determined that this defect could occur because of an interference between the metal wedge and the adapter causing a crack to the adapter. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h10.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked on 23 occasions. The following information was provided by the initial reporter: nurse from the CT room of the hospital reported that when using the indwelling needle in CT imaging, she found that the indwelling needle extension tube leaked and could not be used many times. (B)(6) 2020 received an update from the sales representative, and the description of the incident was updated as follows: the sample has been used on the patient and cannot be returned. After the discovery, the needle was removed and the puncture was performed again. The patient was a bit dissatisfied and did not suffer any injury. The extension tube and the catheter base were leaking. Liquid, no high-pressure infusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked on 23 occasions. The following information was provided by the initial reporter: nurse from the CT room of the hospital reported that when using the indwelling needle in CT imaging, she found that the indwelling needle extension tube leaked and could not be used many times. 2020-12-31 received an update from the sales representative, and the description of the incident was updated as follows: the sample has been used on the patient and cannot be returned. After the discovery, the needle was removed and the puncture was performed again. The patient was a bit dissatisfied and did not suffer any injury. The extension tube and the catheter base were leaking. Liquid, no high-pressure infusion.